Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. Part not received.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the mobile view station (mvs) was displaying an error. As the site was inputting patient demographics the mobile view station (mvs) unexpectedly restarted. The site shut down the system and restarted and proceeded with the case. There was a reported delay of less than one hour and there was no reported impact on patient outcome.